Manufacturer narrative:
Product will not be returned for evaluation.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. Customer was admitted to hospital for high blood sugar and given insulin via an IV.